Event description:
The user facility reported an automated impella controller (aic) "failure to boot". It was taken to biomed for troubleshooting but was unsuccessful. The console was taken out of service. There was no patient harm as a result of the issue.

Manufacturer narrative:
The investigation for the reported aic "system self check" error has been completed. The aic was returned for evaluation and visual inspection found that pbm board had corroded copper traces near the super capacitors. Logs were reviewed revealed multiple communication issues between the pbm and the epc. The root cause for the aic not powering on was due to loss of communication from the pbm to the 4 in 1 caused by corrosion of the copper traces by leaking electrolyte of the super capacitors.